Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported issues with the battery and wants it checked. There was no reported patient involvement.